Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030091, k030677, k031306, k031679, k032131, k033784, k033889, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k082913, k131331, and k14046. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported while using the panel phoenix pmic-110 the user noted high mics for the drugs daptomycin and vancomycin for an unspecified number of patient isolates. No health impact or consequence reported.

Event description:
It was reported while using the panel phoenix pmic-110 the user noted high mics for the drugs daptomycin and vancomycin for an unspecified number of patient isolates. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary this complaint is for high mic results with vancomycin (va) and daptomycin (dap) when using phoenix panel pmic-110 (catalog number 449036) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.